Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Complaint sample was evaluated and the reported event was confirmed. Visual inspection of the returned part determined that the sterile packaging is still sealed with a hair like fiber within the sterile package. DHR was reviewed and no discrepancies were found. The root cause of this event is trained operator error as the operator did not follow instructions for inspection criteria. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(4).

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show the lot released with no recorded anomaly or deviation.

Event description:
During a total knee arthroplasty, a hair was noticed in the sterile pouch of the patella. Another patella component was used to complete the procedure without delay.